Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a syringe not in place alarm. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was counterfeit. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. The q1 broken off from plunger board due to plunger board was not glued by customer (counterfeit top case was replaced by customer). The root cause of the issue was caused by the customer's incorrect assembly of the device. Replaced plunger board. Performed preventative maintenance and all functional testing.

Event description:
Additional information was received: stating that further information is unknown.